Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user contacted support for assistance changing a 23-inch, 6 mm steel contact detach infusion set, was guided through the supply change, and insulin delivery resumed; the user also experienced nocturnal hypoglycemia followed by elevated glucose at the time of the call, with a documented low of 63 mg/dl and correction using glucose tablets and a banana, and the device alerted for the glucose excursions. Symptoms included light-headedness and dizziness. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included troubleshooting and user education during the call. Investigation of this case revealed that the cause of the hypoglycemia and subsequent hyperglycemia was unclear, and no device malfunction was identified during the guided infusion set change. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.